Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, the procedure proceeded as planned until insertion of the intraocular lens using the preloaded injector. There was a sudden, unexpected projectile entry of the lens into the capsular bag during injection which was likely the cause of inadvertent damage to the posterior capsule. The lens was subsequently removed and zonular dehiscence was also noted whilst performing anterior vitrectomy. A decision was made to remove half the capsular bag due to very poor support and to leave the patient aphakic for a secondary procedure to insert an intraocular lens. The unstable one-piece intraocular lens was removed, thorough anterior vitrectomy was performed and the patient was left aphakic.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).